Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby0135 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had a PICC placed through the right brachial vein in the upper arm on (B)(6) 2019, with 5 cm exposed externally. At 8:00 am, (B)(6) 2019 the PICC catheter was maintained, during which fluids leaked. Removed the catheter and found a rupture 2 cm internally away from the insertion site.